Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of getting too hot while in use was confirmed while the e2 and e5 error codes were not confirmed. An assessment was performed which found that the device overheated (119.4 degrees the spec.limit is 118 degrees) and the cord was cut. It was determined that the heating up was consistent with bearings that are worn out from normal wear over time. It was determined that the cut in the cord was consistent with mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was getting too hot while in use. According to the reporter, there were possible e2 and e5 error codes signaled. There were no delays to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.